Manufacturer narrative:
Additional product codes gff, gfa, hsz. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an open reduction internal fixation procedure of the left radius diaphysis fracture was performed. During the procedure, the surgeon used a drill bit with a double drill guide but the drill bit did not advance into the drill guide and then became stuck. The drill bit was then removed from the drill guide with pliers. The surgeon resumed drilling using the same drill bit and a universal drill guide with a 2.5mm diameter. The surgeon reported that the double drill guide might have been deformed, which caused the drill bit to become stuck. The procedure was successfully completed with no surgical delay. There was no adverse consequence to the patient. This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 310.250; lot: l911004; manufacturing site: bettlach; release to warehouse date: june 28, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: cq zuchwil, selected flow: 2. Device interaction/functional . Visual inspection: there are very strong stress marks visible above the flutes. The cutting edges are blunt, and the tip of the drill bit is flattened. The coupling piece has clearly visible wear marks. Functional test: an insertion of the drill bit into the also received double drill guide is possible and the drill bit turns freely in the guide. The complaint cannot be replicated with the received devices. Dimensional inspection: checked dimensions with micrometer per drawing. Shaft diameter: specification 2.5mm 0/-0.03 / measured: 2.48mm = pass . Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Summary: the complaint condition cannot be replicated. Nevertheless, the complaint is rated as confirmed, as the heavy marks at the shaft confirm the complained malfunction. The blunt cutting edges and the flattened tip indicate that the device was exposed to high forces. It can be assumed that the same high forces did lead to a damage of the double drill guide teeth which caused the complained malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.